Event description:
The customer reported that a force triad energy platform was used during a nephrectomy. While in use, error code 288 and 307 appeared and shut the generator off. The surgery was extended for more than 30 minutes while the surgical team prepared a second force triad energy platform for use and the procedure was completed with no further incident.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.